Event description:
The customer's mother reported that the insulin pump alarmed button error. Customer stated that esc and act buttons does not work. He replaced the battery but did not work. Troubleshooting was done. Customer's blood glucose was 63 mg/dl. Customer treated with food. Customer's mother stated that son was crawling under the house and the insulin pump might have touched the ground. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response, due to corroded keypad traces. No button error alarm noted. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot and stained end cap sticker.